Manufacturer narrative:
The reported complaint indicated that the device jammed during shuttling step. However, the device was returned with the shuttle cartridge engaged to the handle. Both the shuttle cartridge and the introducer sheath moved freely. The condition of the returned device does not match the description of the reported device jam. Sealant was visible through the shuttle cartridge side slit. The advancer tube was found inside the shuttle cartridge which indicated an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and advancer tube were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lhr (lot f1416702) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the probable root cause for the reported event could have been from an incomplete engagement of the advancer tube.

Event description:
The following information was reported: "witnessed deployment. The physican attempted to close a scarred groin on a diagnostic patient, device jammed during shuttling step. A 3cm hematoma formed and manual compression was applied for 15 minutes." The patient had 7 previous caths, CABG, and hypertension. Stick location: right cfa over femoral head. Vessel size: 6mm.